Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 9.0 cm from the hub and 27.0 cm from the distal tip; the cat6 was ovalized approximately 1.0 and 4.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the cat6 was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced at an angle during insertion against resistance, damage such as this may occur. The ovalizations near the distal tip of the cat6 likely occurred due to gripping the tip during insertion into the patient. Cat6 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing the cat6 through the vessel, the physician met resistance and decided to remove the cat6 from the patient. A kink was then noticed on the cat6. Therefore, the procedure was completed using a new cat6 and an indigo system aspiration catheter 8 (cat8). There was no report of an adverse effect to the patient.